Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 2.0x12 mm apex monorail balloon catheter was advanced to an unknown lesion. The balloon ruptured "under nominal on unspecified inflation time". The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as "good". Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).